Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed and no defects were found. A review of the downloaded receiver log confirmed the reported event of no audio output. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and was able to verify that the speaker beeped several times for about a minute without any issues. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient's mother indicated that medical intervention was required but did not provide any details. Additionally, the patient's mother tested the receiver and it did not beep. No further event or patient information is available.